Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880; remains implanted.

Event description:
Customer reported that he could not seat the healing abutment.

Manufacturer narrative:
The implant in question was not returned for evaluation. An x-ray was provided that showed the reported implant and healing collar. It can be seen that the healing collar is not fully seated in the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The healing collar was returned and functionally tested with a mating implant. It was confirmed that the healing collar would not seat. The alleged complaint is confirmed. A singular root cause cannot be determined. The following sections have been updated: (B)(6).